Manufacturer narrative:
The lead was returned without any report of malfunction. Deformation was noted due to procedural damage. Visual inspection found no anomalies.

Event description:
Related manufacturer report number: 2017865-2022-05974, 2017865-2022-05976. A system-wide infection was reported. The pacemaker and the accompanying atrial and ventricular leads were explanted. There was suspicion of lead vegetation. Further information was requested but not available. The patient condition was unknown.